Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("only one essure coil was recovered wonder where the other one is / I only have ovaries left") and device dislocation ("only one essure coil was recovered wonder where the other one is / I only have ovaries left") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery. At the time of the report, the medical device removal and device dislocation outcome was unknown. The reporter considered device dislocation and medical device removal to be related to essure. Diagnostic results: pathology report stated that only one essure coil was recovered. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('only one essure coil was recovered wonder where the other one is / I only have ovaries left') and device dislocation ('only one essure coil was recovered wonder where the other one is / I only have ovaries left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with surgery. At the time of the report, the medical device removal, device dislocation and back pain outcome was unknown. The reporter considered back pain, device dislocation and medical device removal to be related to essure. Diagnostic results: pathology report stated that only one essure coil was recovered. Concerning the injuries reported in this case, the following one/ones were reported via social media: lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('only one essure coil was recovered wonder where the other one is / I only have ovaries left') and device dislocation ('only one essure coil was recovered wonder where the other one is / I only have ovaries left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with surgery. At the time of the report, the medical device removal, device dislocation and back pain outcome was unknown. The reporter considered back pain, device dislocation and medical device removal to be related to essure. Diagnostic results: pathology report stated that only one essure coil was recovered. Concerning the injuries reported in this case, the following one/ones were reported via social media: lower back pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event lower back pain and new reporter updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.